Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient had vomiting and experienced high blood glucose level. Therefore, on (B)(6) 2024, the patient was admitted in the hospital due to high blood glucose level. While in the hospital, the patient's infusion set pulled out. At the time of this report, the patient was still in the hospital with blood glucose level of 17.6 mmol/l. No further information available.